Event description:
It was reported that before use of the bd a-line¿ the ink on the syringe spirals around the syringe in a smeared condition. The following information was provided by the initial reporter: ink is crooked.

Manufacturer narrative:
Investigation: investigation summary: bd received a sample and photo from the customer facility for investigation. The sample and photo were evaluated and the customer¿s indicated failure mode for twisted unit label markings with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer sample and photo, the customer¿s indicated failure mode for twisted unit label markings with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd a-line¿ the ink on the syringe spirals around the syringe in a smeared condition. The following information was provided by the initial reporter: ink is crooked.